Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery. A 10/3.50 flextome¿ cutting balloon¿ monorail was selected and advanced to treat the target lesion. During procedure, negative pressure was applied to the balloon catheter prior to inflation. However, blood flowed into the device and balloon rupture was thought to have occurred. Procedure was completed with a different device. No patient complications were reported and the patient¿s status is good. However, device analysis revealed a broken hypotube.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was returned for analysis. A visual examination was performed and found a break in the hypotube approximately 51.5cm from the catheter strain relief. Hypotube kinks were also present along the length of the shaft. Hypotube breaks and kinks are consistent with excessive force being applied to the catheter during use/handling. Blood was present throughout the balloon and inflation lumen. A microscopic examination revealed a balloon pinhole in the proximal cone. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the detachment on the shaft of the catheter occurred outside the patient.